Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the auxiliary drawer 5 was not detected on the bus. Customer tried to reboot, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5 was not detected on the bus. A field service engineer (fse) found that drawer 5 was not visible in diagnostics, although all light emitting diodes on the controller board were on. The fse tested the module board, which tested good. The fse then removed drawer 5, replaced the controller board, reinstalled the drawer, and configured it to resolve. The system functioned as intended after the field service engineer repaired the device.